Event description:
Caller reported an issue with the t: slim x2 pump battery not charging. Despite trying both the original and different wall adapters and charging cables, the pump did not begin charging. However, later on, the caller informed the support team that the pump eventually started charging after using different non-tandem charging supplies. There was no adverse impact on the customer's blood glucose level.